Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: the alarm history showed evidence of ¿cs064¿ motor alarm. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly; no ¿cs064¿ alarm or any errors, alarms, or warnings occurred during the investigation. Investigation was unable to duplicate the ¿cs064¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the motor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.